Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure was performed due to instability.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure on (B)(6) 2013 due to instability. The acetabular cup, liner and modular head were removed and replaced with competitor acetabular components and a biomet head.